Manufacturer narrative:
(B)(4). It was reported during follow up that the patient was recovered from the peritonitis event. Treatment was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. On an unreported date, the patient began treatment with intraperitoneal (ip) injection of vancomycin 1 gram (stat-start immediately) and ip injection of amikacin 100 milligrams, once a day (duration not reported) for peritonitis. The action taken with dianeal therapy was unknown. At the time of this report the outcome of this peritonitis event was unknown. No additional information is available.